Event description:
It was reported that the device was explanted approximately after implant duration of 101 months, due to aortic insufficiency and aortic stenosis. Information learned per response from surgeon.

Manufacturer narrative:
Device not returned.